Manufacturer narrative:
(B)(4).

Event description:
On 05sep2018 a letter was received from a patient¿s (pt) legal representative who reported the pt was diagnosed with a corneal ulcer and has ¿permanent damage¿ to the od while wearing an acuvue brand contact lens on (B)(6) 2018. It was reported the suspect lens contained a ¿bacteria¿. The representative reported ¿hospitalization, permanent scarring, shock to the nervous system, and possible permanent loss of sight in the right eye¿. On 24sep2018 a letter was received from a johnson and johnson legal representative with additional information: the suspect product was reported as acuvue oasys brand contact lens and the suspect lot number was provided. The pts legal representative reported the pts medical information was requested. No additional medical information was provided. It is unknown if the suspect lens is available for return for evaluation. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00g9rd was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2019 additional medical records were received from the patient's (pt) legal representative. Summary. The additional information is being submitted for the pts od event in this report, MDR # fu # 3. The additional information for the pts os event will be submitted in MDR # 1057985-2018-00128 fu # 2. If any further relevant information is received, a supplemental report will be filed. Date of visit: (B)(6) 2018 ophthalmology chart note. Patient visit: established pt; vision correction. 1. History of present illness: pt presents for evaluation of k-ulcer in the od. Vision is poor with limited vision od, no improvement. Sharp pain, occasional above the right brow. Swollen, redness subsided. Less glare and sensitivity to light. Constant yellow discharge. Currently taking polysporin ung to tid, pf qid. Headaches come and go, relief with tylenol 500 mg/day. Nasal drainage and sneezing a lot. Ocular medications: 1. Bacitracin-polymyxin b 500 unit 10,000 unit/gram eye ointment: started( B)(6) 2018. 2. Prednisolone acetate 1% eye drops, suspension: (B)(6) 2018. Va od: nlp; os: 20/25. Iop od: 18; os: 18. Slit lamp exam: conj od: trace injection; os: white and quiet. Cornea od: 2.4 x 2.0 mm as scar w/no active infiltrate, no epi defect, spk; os: small inf as scar. Iris od: normal; os: normal. Anterior chamber od: deep and quiet; os: deep and quiet. Lens od: clear lens capsule, cortex and nucleus; os: clear lens capsule, cortex and nucleus. Ophthalmology impression/plan: 1. Assessment/impression: central corneal ulcer, od. 2. Plan: cornea exam: 05dec2018; va: nlp, w&q, 2.4 x 2.0 mm as scar w/no active infiltrate or epi defect, ac d&q. 3. Cultures 28jul2018 - no growth x 5 days, no fungal elements (checked 8/2/18). 4. Current rx: pf qid, psp ung q hs. Imp/plan: 1. Inactive scar after healed k ulcer. 2. Taper pf q week, rtc cornea clinic 2 mo, off steroids, taper psp ung to q hs. Vision loss od. Plan: 1. Nlp vision after k ulcer od. Out of proportion to corneal findings; 20/20 vision os, however has tr rapd os. Pt following in neuro-ophthalmology; concern for functional vision loss od. Given brisk pupillary reaction od and rapd os; binocular goldman field w/evidence of vision od. Pt had MRI orbits which reportedly wnl . Labwork from neuro-path: wnl: lyme, syphilis, b12, folate, b1, methylmalonic .acid; low: vit a. D/w pt that corneal pathology does not explain nlp vision. C/t follow-up with neuro-pathology, pcp care re: vit a deficiency.

Manufacturer narrative:
On 04oct2018 and 18oct2018 the patient¿s (pt) medical records received from the pt¿s legal representative. Additional medical information was provided as follows. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).

Manufacturer narrative:
On 26nov2019 additional medical records were received from the patient's (pt) representative. Ecp visit: (B)(6) 2019 history: pt presents to the clinic for follow-up of pkp od. Pt was last seen 7 weeks ago. Pt feels the od is ¿picky¿ and the vision is blurry with the glasses. Pt feels pt can see better without glasses. Pt is using prednisolone bid sometimes tid. Ocular medications: erythromycin ointment 5 mg/gram (0.5%) 1 a small amount at hs into od; prednisolone acetate 1%, 1 drop bid into the od. Exam vision and refraction od: conjunctiva and sclera: white and quiet; cornea: cornea graft: pkp, no significant edema, centered and secure, seidel negative, sutures intact; no kp, no nv, removed 2 sutures near axis 163; anterior chamber: deep and quiet; iris: normal; lens: clear lens plan: removed 2 sutures near axis 163 today at slit lamp od. Will have pt continue pf bid-tid od, erythromycin ung q hs od, will add antibiotic drops bid od for 3 days, follow. Medications: continue erythromycin ointment 5mg/gram at hs od; prednisolone 1% 1 drop bid into od. Return visit: 1 month ¿ cch/topography. Eye tests: corneal topography, od (next visit). Ecp visit: (B)(6) 2019. History: pt returns for fu corneal transplant status. Pt was last seen 4 days ago. Pt has been experiencing ¿blurred vision: and ¿irritation¿ od since tuesday. Since the last visit this problem seems to be unchanged. Pt now describes this as extremely bothersome. Pt describes vision as ¿poor¿. Pt is using prednisone tid od and erythmycin qhs od, pt has no other complaints today. Ocular medications: erythromycin ointment 5 mg/gram (0.5%) 1 a small amount at hs into od; prednisolone acetate 1%, 1 drop bid into the od. Vision and refraction od: without correction: cf 2 ft sn; pinhole: 20/80 sn. Iop od: 15. Exam od: conjunctiva and sclera: white and quiet; cornea: corneal graft: pkp, no significant edema, centered and secure, seidel negative, sutures intact; no kp, no stain or loose suture; anterior chamber: deep and quiet; iris: normal; lens: clear lens plan: looks ok after suture removal monday. Use ofloxacin bid for the next three days and at¿s as needed. Call with any worsening. Medications: continue erythromycin ointment 5mg/gram at hs od; prednisolone 1% 1 drop bid into od. Return visit: as scheduled. No additional medical information was provided. If any further relevant information is received, a supplemental report will be filed. Section h ¿ 6: code 1941 - irritation.

Manufacturer narrative:
On 29jul2019 additional medical records were received from the patient's (pt) legal representative. Date of visit: (B)(6) 2019. History: pt returns for a post-operative evaluation after keratoplasty, penetrating (pkp) od. Pt states that the eye feels itchy at times and has some white discharge. Pt states that she can feel the stitches under the eyelid. Pt states the vision is blurred and she can see clearly peripherally to the right. Pt is concerned about swelling and states that she is using cool compresses, but this isn¿t helping. Ocular medications: erythromycin ointment (0.5%) 1 small amount at bedtime into the od. Ofloxacin drops 0.3% 1 drop qid start prior to surgery. Prednisolone acetate drops 1% 1 drop qid od. Iop od: 15. Exam od: confrontation vf: unable to see fingers. Orbit-lids-lacrimal: normal. Ocular motility: normal. Pupil: equal, round, normally reactive, no rapd. Conjunctiva: injection 1-2+. Cornea: corneal graft: pkp, mild edema, centered and secure, seidel negative, sutures intact, diffuse surface irregularity, no epi defect. Anterior chamber: deep and quiet. Iris: normal. Lens: normal. Plan: -healing well after recent pkp od. Will decrease ofloxacin bid for a week and then d/c. Continue pf od qid and ointment qhs. Can use at¿s as needed. -continue erythromycin ointment 0.5% 1 small amount at bedtime into the od; continue ofloxacin drops 1 drop qid into the od; continue prednisone acetate drops suspension 1% - 1 drop qid od. Return in 3-4 weeks. Date of visit: (B)(6) 2019 . History: pt return for post-op evaluation 6 weeks after keratoplasty, penetrating pkp od. Pt complains blurry vision, but is gradually improving. Pt describes vision as ¿poor¿ at this point. Pt states she can see better when looking through a gun scope. Pt still uses ofloxacin bid od; pf qid od, erythromycin ung @ hs and at¿s prn. Pt complains of mucous discharge from os, but states this is residual from od eye drops. No other complaints. Vision and refraction od: vision without correction : dist va: 20/400 sn. Pinhole vision: 20/100 sn. Iop od: 13. Exam od: confrontation vf: abn nasal quads. Orbits-lids-lacrimal: normal. Ocular motility: normal. Pupil: equal, round, normally reactive, no rapd. Conjunctiva: white and quiet. Cornea: corneal graft: pkp, mild edema, centered and secure, seidel negative, sutures intact, surface irregularity much improved, no epi defect. Anterior chamber: deep and quiet. Iris: normal. Lens: normal. Plan: pt healing well s/p pkp od. Continue pf qid and erythromycin ointment q hs. Pt to call with any questions, concerns or sudden changes in vision. Continue erythromycin ointment 1 small amount at hs od; pf 1% - 1 drop qid od. Return in 1 month. Date of visit: (B)(6) 2019. History: pt returns to clinic for fu cornea transplant od. Pt last seen 13 days ago. Pt experiencing fbs and pain. Pt said stitch was just laying on the eye so she took it out with a tissue. Pt restarted ofloxacin on tuesday. After exam, pt states the stitch she removed was ¿white¿. I told her it is probably the residue left from the pred drop. Iop od: 20. Vision and refraction od: without correction od: cf 2ft sn; pinhole vision od: 20/70 sn. Exam od: confrontation vf: unable to see nasal quads. Orbit-lids-lacrimal: normal. Ocular motility: normal. Pupil: round, normally reactive, no rapd. Conjunctiva: white and quiet. Cornea: corneal graft: pkp, no significant edema, centered and secure, seidel negative, sutures intact; lose suture at 9 o¿clock removed. Anterior chamber: deep and quiet. Iris: normal. Lens: normal. Plan: removed broken suture today od. Will have pt continue ofloxacin bid for 3 days and continue pf qid od. Continue erythromycin ointment 1 small amount @ hs od; ofloxacin 1 drop qid od; continue pf 1% - 1 drop qid od. Return as scheduled in july. No additional medical information has been received. If any further relevant information is received, a supplemental report will be filed. Section h ¿ 6: code 2137 ¿ blurred vision. Code 1943 ¿ itching.

Manufacturer narrative:
On 04sep2019 additional medical records were received from the patient¿s (pt) legal representative. Date of visit: (B)(6) 2019. History: pt returns for post-operative evaluation 11 weeks after keratoplasty, penetrating (pkp) od. Pt complains of foreign body sensation. Pt states that this seems to be fairly stable since the onset. Pt describes the vision as ¿poor¿ and states that it seems to be fairly stable. Pt uses medications as directed. No other complaints noted. Ocular medications: erythromycin ointment 5 mg/gram (0.5%) a small amount in the od at hs; ofloxacin drops 0.3% 1 drop four times a day od; prednisone drops 1% 1 drop four times a day od. Va od: dist va: 20/400 sn; pinhole vision: 20/80 sn. Od exam: conj: white and quiet; cornea: corneal graft: pkp, no significant edema, centered and secure, seidel negative, sutures intact; anterior chamber: deep and quiet; iris: normal; lens: normal. Impression: corneal transplant status. Plan: general: healing well after pkp od. Will have patient continue pf qid and erythromycin q hs. Follow. Medications: continue: erythromycin ointment 1 a small amount at bedtime od continue: prednisolone 1 drop qid od. Stopped today: ofloxacin drops 0.3% 1 drop qid od. Return visit: 2 months; eye tests: corneal topography, both eyes (next visit). No additional medical information has been received. If any further relevant information is received, a supplemental report will be filed. Section h6: code 1869 - foreign body sensation.

Manufacturer narrative:
On 02apr2020 additional medical information was received from the patient¿s (pt) representative. Summary letter dated 27jul-2018 from the pts treating eye care provider (ecp) diagnosis: corneal ulcer od ¿ od getting fortified vancomycin and fortified tobramycin eye drop, (unable to read frequency). No contact lens wear. Corneal scraping could not be obtained od because of this cornea (unreadable information) ¿.however clinical appearance suspicious for pseudomonas ulcer od. No additional information was provided. Medical record: date of visit: (B)(6) 2020. History: the pt returns for post-operative evaluation 10 months after keratoplasty, penetrating (pkp) od. Pt states after last visit and pulling stitches out, the vision got blurry; pt gets double vision 6-7 times a day in just the od and it is sometimes itchy. Pt feels as if there is another lose stitch. Pt takes prednisolone qd qd and erythromycin oint at hs. Refraction od: va: 20/40 sn; od: 20/20 sn, exam: iop; od: 10, conjunctiva and sclera od: white and quiet. Cornea od: corneal graft: pkp, no significant edema, centered and secure, seidel negative, sutures intact; no kp, no nv, removed sutures near axis 113. Anterior chamber od: deep and quiet. Impression: corneal transplant status. Corneal topography od performed. Plan: removed 2 sutures near axis 113 today at slit lamp, 5 sutures remaining. Will have pt use ofloxacin bid od for 3 days and continue pf qd od. Medications: continue erythromycin ointment 1 small amount @ hs in od; continue prednisone drops 1 drop qd in the od return visit in 1 month for cch/topography od. This report is for the pts od event. If any further relevant information is received, a supplemental report will be filed. Section h ¿ 6: code: 1735 ¿ infection, bacterial.

Manufacturer narrative:
On (B)(6) 2019, a letter was received from the pts treating eye care provider (ecp) dated on (B)(6) 2019 with additional medical information: summary of ecp letter: pt developed a problem in the summer of 2018 with the od cornea. As per the pt narrative, the pt placed a new contact lens in the od on (B)(6) 2018. Later that day the pt reported the contact lens (cls) began to bother the eye, so the pt removed it prior to bed that night. The next am, the eye was very red, irritated and painful and the pt had developed a corneal ulcer. The pt was treated at an eye hospital for several weeks before being transferred here. The pt came back to our care on (B)(6) 2019 where the pt was seen to try a contact lens fitting for the od. At this time the vision was recorded as count fingers at 2 feet, which is less than 20/400 and by definition ¿legally blind.¿ the ecp was unable to improve the vision with refraction or with a rigid cls fitting due to a dense central corneal scar. The pt was referred and seen on (B)(6) 2019. A central corneal scar in the od was confirmed due to the previous corneal ulcer, related to cls wear in the summer of 2018. The vision was unable to be improved with refraction and since cls fitting had failed the pt, the only alternative to restore vision was a corneal transplant. The corneal transplant was performed on (B)(6) 2019 and the surgery went well and was uneventful. Since then, the pt has been maintained on steroid eye drops and antibiotic ointment at bedtime. Now at 7 months post-operatively the pt still has poor vision in the od. On (B)(6) 2019, the vision without correction was 20/100 in the affected eye. The pt was able to be improved with 20/40 refraction in this eye. On exam the corneal graft was clear with no significant edema and no signs of rejection, iop was normal at 15. Currently the pt is in the process of continuing suture removal. It will be several months before the pt is ready for glasses or a cls for the od. The vision is expected to be good when the pt reached final healing. Once all sutures have been removed, the pt will be referred back for refractive needs for glasses or contact lenses. The pt will need to be maintained on steroid eye drops for at least another 6 months and then a tapering dose beyond that. Additional medical record received on (B)(6) 2020. Date of visit: on (B)(6) 2019. History/symptoms: pt returns for follow-up corneal transplant status. The pt was last seen 4 weeks ago. The pt has been experiencing ¿triple¿ vision and ¿picklness¿ of the od. Since the last visit the problem seems to be gradually worsening. No other complaints. Ocular meds: erythromycin 5mg/gram, 1 a small amount at bedtime in the od; prednisolone acetate 1% 1 drop bid in od. Iop od: 13; os: 12. Vision and refraction od: vision without correction: hm sn; pinhole vision: 20/80 sn vision and refraction os: vision without correction: cf 2 ft sn; pinhole vision: 20/60 exam od: conj: white and quiet; cornea: corneal graft: pkp, no significant edema, centered and secure, seidel negative, sutures intact; no kp, no nv, removed 2 sutures at axis 82; anterior chamber: deep and quiet; iris: normal; lens: clear exam os: conj: white and quiet; cornea: small mid-peripheral opacity; anterior chamber: deep and quiet; iris: normal; lens: clear. Plan: continue to do well, removed 2 sutures at axis 82 od today at slit lamp. Will have pt use ofloxacin bid for 3 days od and continue pf bid od and erythromycin qhs od. Return visit: 3-4 weeks. Eye tests: corneal topography od. No additional medical information has been received. This submission is for the pts od event. The report for the pts os event will be submitted in a separate report. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 25feb2019 additional medical records were received from the patient¿s (pt) legal representative. Date of visit: 04feb2019; 1:30 pm/ ophthalmology chart note. History: corneal ulcer; pt presents for fu of corneal ulcer in the od; pt reports experiencing double vision; also reports an occasional sharp pain od that often causes headaches and d/c os. Pt is not on any ocular meds at this time. Va od: hm; va os: 20/40 iop od: 13; os: 12 slit lamp exam: conjunctiva od: trace injection; os: white and quiet cornea: od: paracentral 2.4 x 2.0 mm as scar w/no active infiltrate, no epi defect; spk; cornea os: small inf as scar iris: od: normal; os: normal anterior chamber: od: deep and quiet; os: deep and quiet lens: ou: clear lens capsule, cortex and nucleus 1. Impression: unqualified visual loss, right eye, normal vision left eye plan: nlp vision after k ulcer od; va out of proportion to corneal findings; 20/20 vision os, however ha tr rapd os (no apd od); pt following in neuro-opthalmology; concern for functional vision loss od given brisk pupillary reaction od and rapd os; binocular goldman field w/evidence of vision od; pt had MRI orbits which was reportedly wnl; lab work from neuro-ophth: wnl: lyme, syphillis, b12, folate, b1, methylmalonic acid; low: vit a; d/w pt that corneal pathology does not explain nlp vision; seeing neuro op for non-organic vision loss, also c/o monocular diplopia od; continue to follow in neuro op 2. Impression: central corneal ulcer, od; plan: central k ulcer od; exam cornea 8/29: va lp, iop: 8, 1.6x2.2 as scar, ~0.5x0.5mm residual infiltrate inferiorly, ac quiet, ant lens pigment; cultures 7/28/18 x 5 days, no fungal elements; current rx: none imp/plan: -inactive scar after healed k ulcer; pt now with hm vision, c/o monocular diplopia od. Does not improve with pinhole. Va of hm likely out of proportion to corneal scar but would recommend cl trial for bcva. Would not recommend surgical intervention at this time, until we better understand the nature of her vision loss as it is likely multifactoral; rtc 2-3 months, in meantime refer for cl trial od date of visit: 23jan2019 chief complaint: fu vision loss od; pt c/o double vision, vertigo started 2 weeks ago, constant; + corneal ulcer od dc¿d pred forte 2 months ago va od: hm; color: 0/11; os: 25-1; color 11/11 monocular vertical diplopia (od) ¿ does not improve with pt exam: pupil os: tr rapd; conf vf: semiformal fields; lids: 1-2 mmm ptosis od; central stromal scar od; trace pallor ou. Impression/plan: 1. Corneal scar od; 2. Monocular diplopia; 3. Non-organic vision loss od; improved; rtc in 4 months. No additional medical information has been received. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 20jan2020, additional medical records were received from the patient's (pt) representative. Date of visit: on (B)(6) 2020. History: pt returns for follow-up of corneal transplant status. Pt was last seen 21 days ago. Pt had been experiencing blurred vision. Since the last visit, this problem seems to be gradually improving. Pt describes this as only a minor nuisance. Pt describes vision as ¿fair¿ and has no other complaints today. Pt had open heart surgery a week ago. Pt reports while driving, pt swerved and was pulled over by police and arrested for dui. Pt reports wasn¿t given a chance to explain eye condition. Pt would like glasses and a note from the doctor explaining eye condition due to being pulled over. Ocular medications: erythromycin ointment 5 mg/gram (0.5%), 1 a small amount at bedtime in the od; prednisolone acetate drops 1 %, 1 drop bid into od. Vision od: va: 20/400 sn: (B)(6). Exam od: conj and sclera: white and quiet; cornea: corneal graft; pkp, no significant edema, centered and secure, seidel negative, sutures intact; no kp, no nv, removed 2 sutures near axis 75; anterior chamber: deep and quiet; iris: normal; lens: clear. Plan: continues to heal well after pkp od. Vision seems like it should be better at this time. Suture removal continues. Will decrease pf to bid and cover with antibiotic drop bid for 3 days. Medications: continue: erythromycin ointment 1 small amount at bedtime into od; continue prednisolone acetate drops 1% bid into od. Pt to return in 1 month, cch/refraction/topography. No additional medical information was provided. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 15nov2018 and 19nov2018 additional medical records were received from the patient's (pt) legal representative. The additional information is being submitted for the pts od event in this report, MDR # 1057985-2018-00115 fu # 2. The additional information for the pts os event will be submitted in MDR # 1057985-2018-00128 fu # 1. If any further relevant information is received, a supplemental report will be filed. Code 2091 - swelling. (B)(4).